Event description:
It was reported that the foley catheter was inserted on (B)(6) 2025 and during an irrigational wash at 9:00 on (B)(6) 2025 it was discovered that the temperature was measurable until 8:45. The urine output was 120¿200 ml per hour. The patient was connected to a ventilator and shows almost no body movement. Staff did not pull or tug on it. The catheter was secured at the thigh. Since the patient was female, the tape was placed more towards the tip than halfway along the catheter. No abnormalities were noted during irrigational washes on previous days. The lead wire protruded outside.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is confirmed - cause unknown. Visual: received 1 all silicone foley catheter. Verified material number 119314 and manufacturing lot number ngjx0310. Visual inspection noted that the temperature wire was protruding out from the catheter. This does not meet specification per (B)(4), "the wire should not be kinked, knotted or broken once is inserted in the lumen". Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be" catheter is stretched during insertion". However, there was insufficient information to confirm this potential root cause. The reported event is addressed within the labeling as it states: [directions for use]: be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the investigation results, and no additional action is required at this time. Correction: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was inserted on (B)(6) 2025 and during an irrigational wash at 9:00 on (B)(6) 2025 it was discovered that the temperature was measurable until 8:45. The urine output was 120¿200 ml per hour. The patient was connected to a ventilator and shows almost no body movement. Staff did not pull or tug on it. The catheter was secured at the thigh. Since the patient was female, the tape was placed more towards the tip than halfway along the catheter. No abnormalities were noted during irrigational washes on previous days. The lead wire protruded outside.